Event description:
The customer reported that prior to use on a patient, the iabp generated "electrical error code # 58". (Electrical code #58 = power-up vent failure). The customer turned the unit off and on and the alarm was generated again. The iabp booted normally during the third time. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative found that the drive transducer was smeared with vacuum grease and caused the event reported. Proceeded to replace the drive manifold assembly (part # 01104-00-0018). Functional and safety checks were performed to meet the factory specifications. The pump was returned to the customer. The drive manifold assembly is being returned to the manufacturing facility in mahwah, nj for evaluation. A supplemental medwatch report will be submitted once the evaluation is completed. (B)(4).